Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, decreased appetite and abdominal pain. The cause of peritonitis was not reported. The day before the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1gm, every 4th day, intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized. Patient outcome was recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that the cause of the peritonitis was due to a "blood infection". On an unknown date, the patient was discharged from the hospital, and antibiotic treatment with ceftazidime and vancomycin was discontinued. The day after the peritonitis diagnosis, the patient was treated with meropenem injection (1 g, once daily, intravenous, ongoing) for peritonitis. On an unknown date, peritoneal dialysis (pd) therapy was discontinued, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information is available.